Manufacturer narrative:
.

Event description:
The report stated that during a flutter ablation procedure there was a second degree burn on the patient at the edge of the electrode. The surgeon performed an excision of the center of the burn.